Event description:
Customer states that a patient sample with anti-jka and anti e did not react with 0.8% selectogen lot vs336 cell I. Customer states that a 2+ reaction was noted with cell ii (jka+, e+).customer states that daily qc was acceptable. No extended incubation performed by the customer. Customer states that no erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch review. Satisfactory results were observed.(B)(4).